Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. It was also reported that the device had pre-fired.